Event description:
Facility reported that approximately two minutes after initiation of the treatment, the mainline completely separated from the inlet pump adapter. The reporting nurse was still at the 2008h machine so the separation was discovered quickly and the blood pump immediately stopped. The ebl was less than 10cc's. The pt was asymptomatic and did not require medical intervention. The arterial line was replaced and treatment continued without further incident. The sample is available for eval.